Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/26/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was obtained: - lot number? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please confirm if the device is available for product return. If yes, please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Product was shipped. No lot # provided h3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with one used needle suture piece was received for analysis. During visual inspection of the returned sample, it was observed that the needle was broken at the tip area; this condition cause to feel dull needle. Besides that, significative marks that appear to be by a surgical instrument were found on the needle. The sample will be forwarded for further analysis due to the needle breakage. No conclusion could be reached due to the sample needs additional evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product received for analysis was sxmp1b111. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that the suture - needle was dull and surgeon felt it did not cut as per usual. There were no patient consequences reported. Additional information was requested.